Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, multiple signs of wear could be found along the lead body. In particular the insulation was worn through between 53 cm and 55 cm distal to the is-1 connector pin. The conductor cable to the ring electrode was found exposed in this region. This damage can be considered the root cause of the clinical observation reported in the complaint description. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Home monitoring recording from (B)(6), appears to show lead integrity issue. Vf was detected from what appears to be very fine lead noise. No shock was delivered. On (B)(6) 2019, it was reported that the cable was extruded between proximal coil and atrial dipole. Lead exhibited oversensing triggering vf detection, no therapies delivered, as well as intermittent undersensing seen on triggered hm iegm, no change in impedance, or pacing/sensing thresholds. Lead was explanted and replaced.